Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/01/2015 with the following findings: the audio bolus button cover was detached and not present with the pump. Contamination was present underneath the audio bolus button contact. The display screen was dim and discolored. There were battery compartment cracks found above and below the bumper pad. Unrelated to these issues, the keypad rubber was found to be completely peeled off from the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button had a contaminated contact, the display screen was dim and discolored, and the battery compartment was cracked. This report is made based on results of investigation completed on 09/01/2015.